Manufacturer narrative:
The patients' crowns were recemented using a different product without incident. The patients are doing fine. The actual device involved in this incident was not returned to kerr corporation for evaluation. Therefore, the retain sample underwent adhesive strength testing. The results indicated that the product was within specifications; please see the attached evaluation summary. This is the first MDR report of the two incidents reported. - attachment: [maxcem elite 2024312-2009-00006 - evaluation.pdf]

Event description:
In 2008, a doctor reported that porcelain to semi-precious metal crowns placed with maxcem elite on two different patients had fallen off.

Manufacturer narrative:
The actual device involved in this incident was returned to kerr corporation for evaluation. The returned device underwent adhesive strength testing. The results indicated that the product was within specifications. This is the final report. [Maxcem elite 2024312-2009-00006 - returned product evaluation.pdf]